Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'the valve would not advance past through the mid portion of the esheath. The team tried lubricants but the valve wouldn't advance and the force caused the push catheter to bend the struts of the valve out. This caused the valve to be stuck in the sheath and was unable to be removed the 14fr esheath or the 26mm delivery system from the artery. Calcification in left iliac artery and moderate tortuosity was noted. The decision was made to cut down to removed the sheath and valve/ delivery system from the left iliac artery'. Per 3mensio, the patient's access vessel had presence of calcification and tortuosity. Per cut down vessel, calcifications were presence within vessel. The presence of calcification and tortuosity can create challenging pathway (curve sheath shaft and non-coaxial crimped valve) during delivery system advancement, and lead to resistance. It is possible that the valve strut caught within the sheath during the delivery insertion and retrieval, and excessive manipulation was applied to overcome the resistance and resulted in the bent strut at the inflow and outflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint of frame damage was confirmed. No manufacturing non-conformances were able to be identified. Available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. A definitive root cause was unable to be determined. A product risk assessment (pra) has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr with a 26mm sapien ultra valve, there was resistance between the valve/ commander delivery system and the esheath. The valve struts were bent and a surgical cut down was required to remove the system.as reported, the 26mm sapien ultra valve was inserted into the 14fr esheath from the left femoral approach. The vessel was not pre-dilated. Calcification in left iliac artery and moderate tortuosity was noted. The loader was fully inserted into the esheath. The sheath was not inserted at a steep angle. The edwards e logo was facing up during insertion. After insertion the valve would not advance past through the mid portion of the esheath. The team tried lubricants, but the valve would not advance and the force used caused the push catheter to bend the struts of the valve out. This caused the valve to be stuck in the esheath. The esheath and delivery system were unable to be removed from the artery. A cut down was performed to successfully remove the devices from the left iliac artery. A graft conduit was surgically sutured in place. Damage observed on the esheath once it was surgically removed. The team proceeded to implant a 26mm ultra valve with new 26mm delivery system through the graft, using a 16fr esheath. The valve was successfully implanted and left iliac repair was completed successfully. The devices are not available for return.